Event description:
Patient underwent tha in 1991 with stryker implants. Revision was completed using depuy products in 2010. After the revision surgery, dislocation had occurred in 2016 and june 2021. A second revision was completed due to chronic expanding hematoma around the hip joint. Since trunnionosis was suspected, the surgeon decided not to remove the stem and cut the femur distal to the stem. Next, the surgeon inserted implants for tumor.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. There is not evidence that the allegation is product related. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device.